Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her reservoir was not locking into place. The customer's blood glucose level was unknown at the time of the incident.; however her current blood glucose level was 88 mg/dl. The customer stated that her reservoir seemed to just spin and wouldn't lock into place and when she gets it locked into place she couldn't get it to unlock. The customer stated that she was getting some insulin but her blood glucose was running high since she started a new job. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Inspected reservoir¿s snap-cap width dimension per dop114-811 and d6014595. Also, using a new lab infusion set connect found reservoir's snap-cap too tight to connect/lock.